Manufacturer narrative:
The two devices were not turned for evaluation; therefore, the investigation is inconclusive for the material split, cut or torn, as no objective evidence has been provided to confirm any alleged deficiency with the eptfe vascular graft. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model f7008tws eptfe vascular graft experienced split, cut, or torn material. These reports were received from various sources. Both devices did not involve patients. Patient age, weight, and gender were not provided.